Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, a guarded tip 139104ext (lot# 201703284) extension fell off of the device three times during use. The tip was retrieved from the patient and there was no patient injury.

Manufacturer narrative:
Correction:if information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device would not stay in the extension and fell of into the patient three times during use. The tip was retrieved from the patient and there was no patient injury. One tip and one extension were in use.